Event description:
It was reported from (B)(6) that during post-surgery, it was observed that the outer cord detached from the motor device, exposing the wires. There were no delays in the surgical procedure. It was not reported if a spare device was available for use. There was no patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter¿s phone number: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed the cord was separated from the motor which was indicative of extreme pulling while wiping the cord down for cleaning purposes. It was determined that the motor and flex circuits were heavily corroded due to immersion as the cleaning procedure was not being followed properly. It was further observed that the top end of the device was power broken from misuse. It was determined that the cause of power broken was a failure to follow directions for use and running the device in the safe or load position. The assignable root cause was determined to be due to misuse abuse and/ or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.